Event description:
It was reported that black foreign matter was found on the bd flu+¿ syringe. The following information was provided by the initial reporter: "flu syringe fm (black particle)"

Manufacturer narrative:
H.6. Investigation: a device history record review was completed for provided lot number 2009403. During the production process, a quality notification was issued regarding ink spots on the barrel component. However, as part of our non-conforming product process, we are confident that the material segregation was correctly performed and that the final product was released in accordance with specifications. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for further evaluation. The retained syringes were examined and no issues could be identified. Based on the investigation findings, an exact cause related to the manufacturing process could not be confirmed for this reported incident. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was found on the bd flu+¿ syringe. The following information was provided by the initial reporter: "flu syringe fm (black particle)".